Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the slda could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was deployed without issue. During steering of the second mitraclip, approximately ten minutes after the first clip deployment, an increase in mr was noted and the first mitraclip was noted to be only attached to a single leaflet. The second mitraclip was deployed lateral to the first one and mr was reduced to grade 2. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.